Event description:
Caller reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer was advised by tandem technical support to perform a system check, and it was discovered that the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Reportedly, the off-label insulin usage resulted in a blocked cartridge. Customer changed cartridge and infusion set to address the issue.